Event description:
Pt had right mastectomy four years ago with implants. Right implant completely deflated. Pressure elicits leakage through a pinhole fenestration located opposite to the injection portion in the opposite surface of the implant. Implant bears imprint mcghan 495cc.